Event description:
Called by rn to patient room due to spo2 78%. The ventilator alarm read "low fio2". We increased fio2 to 100% with low alarm alert still sounding. We bagged the patient with manual resuscitator bag while troubleshooting the ventilator. The o2 analyzer on screen read 21% while 100% o2 light was on. We recalibrated ventilator which did not pass.